Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation under the electrodes which bled when scratched. Follow up indicated that the patient had been using a cream 'aloe vesta' that the patient's hospital provides to all patients and the irritation improved.